Event description:
It was reported that this right ventricular (rv) lead was fractured due to a subclavian crush syndrome. The lead was capped and successfully replaced. No additional adverse patient effects were reported.